Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The reported product is not expected to be returned as the reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that an unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of an investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre 2 sensor and experienced perceived infection like symptoms described as inflammation at the sensor site only. Hcp contact was made on (B)(6) 2020 and the customer was prescribed an unknown ointment for treatment. There was no report of death or permanent injury associated with this event.